Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: b5, d8, d9, h2, h5, h6, h11. Corrected fields: e3.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: (B)(6) hospital. E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device a had blurry image. The event occurred during set up, before the patient entered into room. There were no reports of patient involvement.